Event description:
The tip fractured within the left iliac artery. The tip was retrieved.

Manufacturer narrative:
The product has been returned for evaluationand testing, however, the engineering evaluation is not yet complete. Please note date of 8/10/98 for submission of such info pending completion of the analysis.